Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range (oor) shock impedance measurements, above 125 ohms. Technical services (ts) recommended programming options. No adverse patient effects were reporter. This lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report would be submitted.